Event description:
The catheter was cut while indwelling. The possibility that the pt cut the catheter is high as there is a past record. The catheter was placed in the left arm. No problems were noted during insertion or throughout therapy.

Manufacturer narrative:
Results: we received one used catheter/adapter for analysis. Our quality engineer performed visual and microscopic inspections on the returned unit and confirmed that the catheter had been cut and observed smooth edges at the area of separation. A laboratory provided 22ga unit was cut with scissors and both the returned sample and the laboratory provided sample demonstrated the same smooth edges. We were unable to review the device history as a lot number for this incident was not provided. Attempts are being made to obtain additional information regarding this event. If additional information is received, a supplemental report will be submitted. Conclusion: the engineer concludes that this type of damage is characteristic of a catheter that has been cut by a sharp object or instrument. The user is advised to never use scissors or other sharp objects at or near the insertion site as damage to the catheter can occur.